Event description:
It was reported to medtronic neurosurgery that the patient developed a cranial infection and that the device was being explanted. According to the report, the physician thought that the infection was unrelated to the device.

Manufacturer narrative:
Corrected information: no eval. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval. If information is provided in the future, a supplemental report will be issued.